Manufacturer narrative:
(B)(4). Arjohuntleigh has received a complaint where it was indicated that during lifting procedure the device chair stuck in the highest position with the patient on the seat, the device could not be lowered and the patient was safely taken off the lift manually. Patient did not suffer any injuries. When reviewing similar reportable events, we have found a number of cases with similar fault description (alenti stuck in highest position). The trend observed for all complaints for alenti actuators is currently considering to be noticeably increasing. It has been established that the hygiene chair (alenti) was being used for patient handling at the time of the event. During our investigation, we were able to find a deficiency with the lift (alenti). The lift could not be inspected by our representative that visited the customer site but described failure suggests that the device have not been to the specification. From our investigation, it appears the most likely root cause for an event where the alenti actuator stuck in its highest position is incorrect design of the actuator pin. The failure found here is not likely to appear on every device: a convergence of situations needs to occur for the failure to manifest itself. Based on the findings of this investigation, an engineering change has been requested, currently the issue is under review. The complaint history review shows that there is a low likeliness of risk for the patient when the actuator becomes stuck, it is considered that only with combination with user error it could be a risk. If the safety warnings in instruction for use are followed even if one of the components failed there is always another way to safety take the patient from the device, therefore, is important that all operators are trained according to the device instruction for use. We find this complaint to be reportable to the competent authorities in abundance of caution.

Event description:
(B)(4).